Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation : observed three opening on the anterior and radius side assessed as surgical damage like. Additional observations: crease flat observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported left side "leaking and loss of volume." The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "leaking and loss of volume." Device remains implanted.